Event description:
It was reported that the patient experienced shortness of breath which has led to activity intolerance. The device rate response had been adjusted several times in the past. The device was adjusted again and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.